Manufacturer narrative:
Concomitant medical products: ddmb1d1 ICD, implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead was suspected to have a fracture as rising thresholds were indicated to be high, elevated pacing impedance was noted to be high/undefined, and oversensing indicated to be short v-v intervals were observed. The lead was capped and replaced. No patient complications have been reported as a result of this event.